Event description:
This patient ( age unk) was presented to the interventional lab for dilatation of a brachial anastomosis. There was heavy calcification, no vessel tortuosity and a 95% stenosis was presented. An aqua v3 guidewire was used to access the lesion along with a 4fr mosquito sheath. Also an indeflator was used to inflate the balloon. The information states that during dilation of the lesion the balloon ruptured at 18 atmospheres in a transverse direction. The distal portion of the balloon separated and was hanging on the tip of the guidewire. The physician then inserted another sheath using a venous approach and successfully retrieved the separated balloon through the sheath on the venous side. A snare was not used. Another slalom thrill balloon was used to complete the procedure with satisfying results. There was no injury to the patient. The patient is in stable condition.